Event description:
The patient reported that five incidents with the v-go 40 devices that the needle button released on its own. The patient stated that when she pressed the bolus ready button the needle button popped out. The patient confirmed that she did not release the needle using the needle release button.